Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the staple guide noted the instrument was fully applied. Further inspection noted that the green bar was not visible in the indicator window and the safety feature was engaged. The staple guide was observed to be attached to the instrument with no damage to the staple guide. After actuating the handle, the pusher fingers appeared to be intact and inspection under the microscope displayed no damage to the knife blade. The anvil of the instrument was not received. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a laparoscopic sigmoid resection. The circular stapler cut the tissue but did not deploy staples. The handle was able to be squeezed without any resistance. After firing, the anastomosis was almost completely open. To correct the issue, additional tissue from the rectum was resected by mobilizing the colon tube, reopening the ¿begeschnitt¿ and sewing the ¿andrucksplatte¿ with a new device. The anastomosis was redone and an unanticipated protective ileostomy was placed. Surgical time was extended about 70-90 minutes. The patients hospitalization time was extended as well.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Pressure ridges were observed on the staple guide, indicating that the instrument had staples at some point and it had been fired. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.